Event description:
Surgeon was utilizing device in knee replacement procedure and approximately 20 minutes into the procedure one of the metal electrodes fell off into the pt's knee. Metal electrode was recovered by the surgeon without the use of additional diagnostic instruments or procedures.

Manufacturer narrative:
Device returned to the MFR (B)(4) 2012. Device to be evaluated and when results found supplemental report to be sent indicating the eval outcome.